Manufacturer narrative:
The insulin pump was received with a detached end cap also, missing the motor assembly. The insulin pump had minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the pieces are missing, the entire bottom portion of the pump came off and the piston fell out. The customer stated the pump tubing got caught on door and ripped the pump site out and the pump slammed into the door. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.